Manufacturer narrative:
According to the customer, on (B)(6) 2024 the patient required "insertion/placement of ett" for "respiratory distress", and the cuff "did not inflate to provide securement in the trachea" when "10cc of air" was used to fill the cuff. The customer reported a new tube was required to be inserted. The customer reported the patient did not experience hypoxia or difficulty breathing related to the reported issue. The customer reported the patient had "cardiac arrest" post intubation however, it "was not related to the intubation per md". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the patient required "insertion/placement of ett" for "respiratory distress", and the cuff "did not inflate to provide securement in the trachea" when "10cc of air" was used to fill the cuff.